Manufacturer narrative:
Product analysis: display unresponsiveness was confirmed. The display was replaced and the stylus calibrated to the replacement. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lower portion of the display was unresponsive to stylus interaction. The programmer was returned for service. There was no patient involvement.